Event description:
Patient has MRI compatible shunt. After MRI completed, patient complained of her head "heating up" and a burning/stinging sensation in the location of her shunt. Technologist looked at area of interest, no redness or rf burns, however the area was warm.